Manufacturer narrative:
(B)(4). (B)(6). The other xience prime referenced is being filed under a separate medwatch report. There was no reported device malfunction and the product was not returned. Stenosis and ischemia are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 3.5x33mm xience prime stent was successfully implanted in the mid right coronary artery. On (B)(6) 2013, a 3.0x23mm xience prime stent was successfully implanted in the mid left anterior descending (mlad) coronary artery. On (B)(6) 2014, the patient was hospitalized due to silent ischemia. On (B)(6) 2014, the patient was found to have 90% in-stent restenosis in both stented lesions. Percutaneous coronary intervention was performed in the mid left anterior descending and the mid right coronary arteries, resolving the event. There was no additional information provided.